Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the lighting conditions of the camera head is within the tolerance range. Furthermore, it was noticed that the adapter was severely decentered. The camera head wobbles a lot when turning with the optics. The cable was leaking, which caused the liquid to penetrate the cable. The legal manufacturer¿s investigation is ongoing, and if new information is received later, this report will be supplemented accordingly.

Event description:
The user facility reported that the camera does not provide enough light, the image was too dark. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.